Event description:
It was reported that during a dca procedure, tip damage was noted. A mach1 guide catheter was being used to treat a 99% stenosed lesion in the left anterior descending artery. The physician noted, that the distal tip of this device was flat in the shape of an ellipse during introduction and resistance was encountered with the distal tip. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as good.